Event description:
Surgeon implanted a lens. The lens haptic broke upon insertion into the eye. The lens was removed in pieces without enlarging the incision. No pt injury. The injector model that was used was a msi-pm, the facility was unable to provide the injector lot number. The cartridge model that was used was aq cartridge fp and the lot number 1197282.